Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic after receiving the patient notifier. Upon interrogation, the right ventricular lead exhibited high lead impedance values. No patient symptom was reported and the patient would continue to be monitored.